Event description:
It was reported that post implantation of a xience xpedition in the mid left anterior descending coronary artery, the patient experienced creatinine kinase-myocardial band (ck-mb), less than 2 times the normal upper limit. No treatment was provided. Additionally, the patient experienced premature ventricular contractions (pvc's) and was treated with magnesium sulfate. Hospitalization was prolonged. Two days post procedure, ck-mb normalized and the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). The reported patient effect of arrhythmia is a known observed and potential patient effect as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. Review of the complaint history of the reported lot was not performed because the lot history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.